Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases were observed. One opening observed, on radius side was assessed, as surgical damage. Brown particles observed, on device surface area. Broken observed, on plug strap side assessed, as unidentified (tear) opening and missing plug strap assessed, as inconclusive. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. And exchange. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange. Device has been explanted and replaced.